Manufacturer narrative:
No calibration influence was observed. Quality controls recovered within range. A general reagent issue can be excluded. It was noted there was crystallization present on the analyzer sipper nozzles. A sample from the patient was provided for investigation and the results obtained by the customer could be reproduced. No interfering factors were present in the sample. The investigation could not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
The serial number of the e 801 analyzer is (B)(6). The investigation is ongoing.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with the elecsys testosterone ii assay on a cobas e 801 module. The patient's sample resulted in a testosterone value of > 52.0 nmol/l when tested on the e 801 analyzer. The sample was repeated on the same analyzer, resulting as > 52.0 nmol/l. The clinician suspected that the testosterone results were inconsistent with previous values. The sample was repeated twice using the beckman platform, resulting in testosterone values of 5.97 ng/ml (21.9 nmol/l) and 20.7 nmol/l (reference range = 6.07 to 27.1 nmol/l).